Event description:
A report was received from a consumer that they had experienced redness and watery discharge from their eye upon awakening associated with wear of focus night & day lenses. They stated they went to their optometrist and that they had a corneal ucler. They stated they were not aware of any wearer precautions associated with use of extented wear contact lenses. Several requests have been made for additional information, however no further information is available.